Manufacturer narrative:
(B) (4). (B) (4): the testing and investigation results indicated the pump was unable to be tested due to an alarm, checksum error (possibly a faulty pwa). (B) (4). Abbott nutrition standard procedure includes attempting to obtain and required information from the source.

Event description:
The complainant reported an under-delivery. On 06/01/2010, received additional information from the complainant detailing the under-delivery event. The intended amount was 400ml at a rate of 60ml/hr. After 7 hours, no feed had been delivered.